Manufacturer narrative:
During inspection and testing, service determined the foreign material was silicone materials whose origin could not be identified. The silicone material was removed during the investigation. In addition, service found there was a leakage from the switch button #1 (sw1) due to a cut on the rubber of the sw1. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the balloon would not deflate. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the balloon would not deflate when operating the suction valve, due to the suction balloon channel being clogged with foreign material. This report is being submitted for the foreign material found in the channel. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a foreign material most likely due to the nozzle being clogged from insufficient cleaning and/or incorrect reprocessing of the scope. The specific root cause of the clogged nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.